Event description:
Patient was using omnipod 5 pump with humalog insulin and the dexcom g6 sensor. Patient was utilizing the automated mode on omnipod 5. Patient had excellent diabetes control, a1c 6.8% on (B)(6) 2024. Patient was living in an apartment, on her own, during the summer. She was found deceased on (B)(6) 2024 by local police when parents asked for a welfare check after patient missed several phone calls the previous day. Autopsy report is unavailable to provider at this time. Patient's last dexcom g6 reading was on (B)(6) 2024 at 10:46 pm when glucose read 76 mg/dl, after which the sensor stopped reading (product malfunction). At that time, omnipod had suspended her basal rate. Patient received 2 alarms from omnipod 5 that no sensor data was available on 11:46 pm and 11:47 pm on (B)(6) 2024 and then omnipod exited out of automated mode. Patient received the pump's pre-programmed basal rates until the pod ran out of insulin. No information is known on (B)(6) 2024. Patient has found deceased in her bed on (B)(6) 2024 by local police. Parent reports they met with coroner who noted that patient had signs of tonic-clonic seizure; 90-day dexcom download from (B)(6) 2024 showed an average glucose 155 mg/dl with standard deviation 60 mg/dl. Glucose management index was 7%. Target glucose range is set at 70 to 180 mg/dl. Time in range was 73%, hypogylycemia 1%, hyperglycemia 26%.